Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in chile. On (B)(6) 2024, patient faced infusion set occlusion in tubing. No further information available.